Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, an error occurred repeatedly with the single port (sp) instrument arm drape accessory when combining the three-arm draft. After several attempts, the drape was replaced. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The single port (sp) instrument arm drape was analyzed and found to have an off-set input on universal surgical manipulator (usm3). One out of the eight inputs were off-set. Sterile adapter usm3 would not engage to the in-house system. The instrument arm drape was opened and placed on the in-house system and failed recognition and engagement on one of the four usms. The drape spin test was performed and passed. The inner and outer labyrinth stayed intact and there was no abnormal noise or friction observed when rotating the instrument drives 180 degrees in both directions. Additionally, the product was confirmed to have an engagement issue. The sterile adapter usm3 would not engage to the in-house system. A visual inspection was performed and there was an off-set input on usm3. The sterile adapter was installed on five attempts and failed engagement each time. There was no visible damage to the sterile adapter. This product was transferred to engineering for further investigation regarding the off-set input. The complaint was confirmed by failure analysis. The probable root cause cannot be determined based on the information provided; however, the cause is likely due to operational issue with the sterile adapter.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Initial investigation was not confirmed by advanced failure analysis (fa) team. The engagement failure was not replicated. The drape was installed onto the system and each of the drape's four sterile adapters were repeatedly tested on the system over 10 times and there were no repeatable recognition, engagement, or retention failures. Additionally, an endoscope and instrument were installed on each of the sterile adapters and there were no issues with instrument recognition or engagement observed during testing. All four instrument sterile adapters were inspected, and no damage or missing components were observed on any of the sterile adapters.